Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. The drape clips were missing. The inner and outer screw holes were damaged. A functional evaluation was performed. The device failed the weight test. The piston migration was at 1.8 inches. The motor functioned as designed. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The spider 2 can make an uncharacteristic noise if the device has an extended piston migration from depleted hydraulic fluid. This depletion can be evidenced by a failed weight test.

Event description:
It was reported that when motor of the spider 3 tenet is running, there is a weird sound. The malfunction happened during knee procedure and there were no delays of patient harm. It is unknown how the procedure was completed. Results of investigation have concluded the tenet functional failed the weight test; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.